Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return

Event description:
Brush heads were wobbly - oral-b [device connection issue] case narrative: consumer via phone stated that the oral-b toothbrush heads were wobbly. No injury was reported.

Manufacturer narrative:
26-feb-2024 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Brush heads were wobbly - oral-b [device connection issue]. Case narrative: consumer via phone stated that the oral-b toothbrush heads were wobbly. No injury was reported.